Event description:
After failure of one closure device, staff members looked for the same lot number devices. Found one more. Was opened and had the same friability as the prior one.======================manufacturer response for angioseal, angiseal vip (per site reporter).======================rep wanted to take the device but was told could not at that time. Will be provided to the rep by the cath lab staff.